Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The consolidated ventilator interface board was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during power up, the unit indicated it had a failure affecting mechanical ventilation. There was no report of patient involvement.